Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer found the non-tandem infusion set cannula as bent; however, as the customer inadvertently removed cartridge from the pump, tandem technical support could not confirm if bent cannula was cause of occlusion. Customer's blood glucose was 129-189 mg/dl. Reportedly, customer changed pump supplies to resolve occlusion.